Manufacturer narrative:
H3: neither samples nor pictures were received for the analysis of this complaint. The device history record of reported lot numbers 4390625 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Event description:
It was reported that there was a hole in the connection and the chemical solution leaked. Per reporter, the event occurred at the hospital and no infectious disease occurred. Per reporter, this event occurred during priming and there was no patient involvement.